Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2017 with the following findings: review of the black box data reveals multiple 064 call service alarms with high force occurring due to occlusion during the prime step. On investigation, the pump was exercised without the occurrence of any errors, warnings or alarms. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.